Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. (B)(6). Part 03.114.001, synthes lot h161606: release to warehouse date: august 12, 2016 and december 30, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was found the drill guide could not be inserted into the plate hole. A second drill guide was tried and also could not be inserted into the plate hole either. The surgery was extended for twenty (20) minutes. There is no information available about patient outcome. This report is for a veterinary case; there is no human patient involvement. Concomitant device: plate (quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This complaint is confirmed. This issue has been identified and escalated from a previous complaint. Appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.